Manufacturer narrative:
No complaint was received with the return of the device. Final analysis found that the insulation was abraded at 23.4cm to 23.9cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.